Manufacturer narrative:
The following three implant dates were provided; however, it was not indicated which date corresponds with which device: (B)(6) 2008, (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.